Manufacturer narrative:
The complete lead was returned in one piece and was measured at 52.2 cm. Analysis was normal. No anomalies were found. The lead dimensions were found to be within specifications.

Event description:
It was reported that the patient presented for scheduled post operation check on the pulse generator implant. During the follow up, it was discovered that the right ventricular lead had a micro-dislodgement. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient condition remained stable.